Event description:
It was reported that during cleaning and sterilization, the customer noted that the wires of the of the pk dissecting forceps instrument were sticking out. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Customer initially reported wires sticking out. However for clarification, the failure analysis found a nonconformance of a loose pitch cable. The clevis did not exhibit any damage or wear marks. The cable crimp remained in the clevis. Upon removal of the housing, the pitch cable was found to be loose at the clamping pulley, but no loose clamping pulley screw was found. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.